Manufacturer narrative:
Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
During a coil embolization procedure, the 8x24 complex fill trufill dcs orbit coil stretched during placement/repositioning in the middle cerebral artery (mca) aneurysm. The entire device was immediately removed from the patient and the procedure was completed with another like device. The aneurysm was obliterated and the patient was stable. There was no patient injury. Additional information indicated that the coil unraveled during placement (more precisely during the replacement). The conic shaped aneurysm had a large neck measuring 6.7mm with a neck to sack ratio of 1. A balloon remodeling device was used. The distal tip was re-shaped with the shaping mandrel, and steam with sterilized water. No damages were noticed on the microcatheter after it was reshaped. A continuous flush was maintained at all times through the prowler 14 microcatheter (mc) that was used with the coil. There was no resistance at any time during advancement of the coil through the prowler 14 mc. No kinks were noted on the mc that may have contributed to the event, and the same mc was utilized to complete the procedure and was used with at total of eight other coils without any problems. During insertion, no additional force was utilized to advance or remove the coil/delivery system. During placement of the coil there was no resistance during withdrawal for repositioning in the aneurysm. One to one relationship between the coil & delivery tube was not verified with fluoroscopy prior to repositioning as outlined in the instructions for use. During the repositioning process, the coil delivery system was not utilized like a guidewire, and the mc was well positioned in the aneurysm. After repositioning, there was no resistance when the coil was advance. Other than the reported event, no other damages were noticed with any other section of the device, and the coil remained attached to the delivery system after removal from the patient. Medication given consisted of heparin IV, and aspirin IV. A non-sterile orbit dcs was received in tangle condition inside of a plastic bag. The hypotube was inspected and several kinks were found on it. The introducer was received unzipped and it was found kinked. The support coil, gripper and embolic coil were found outside of the introducer. The support coil and gripper were inspected and no damages were found on them. The embolic coil was still attached to the gripper and it was found stretched/kinked. The embolic coil and the gripper were inspected under microscope. The embolic coil was found stretched/kinked and the gripper was not damaged. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. The reported unraveled/stretched coil was confirmed. The cause of the coil stretched and the damages found on the device could not be conclusively determined. Additionally, inspections are in place prior to shipment. The records indicated that the product meets specification prior to shipment. Although based on the available information no definitive conclusions can be made, it is possible that wide necked aneurysm characteristic s requiring use of balloon remodeling and device interaction/ manipulation may have contributed to the stretching of the coil. With review of the DHR and analysis of the returned device there is no indication of a relationship of the event to the manufacturing process. Therefore, no corrective actions will be taken at this time.

Manufacturer narrative:
A non-sterile orbit dcs was received in tangle condition inside of a plastic bag. The hypotube was inspected and several kinks were found on it. The introducer was received unzipped and it was found kinked. The support coil, gripper and embolic coil were found outside of the introducer. The support coil and gripper were inspected and no damages were found on them. The embolic coil was still attached to the gripper and it was found stretched/kinked. The embolic coil and the gripper were inspected under microscope. The embolic coil was found stretched/kinked and the gripper was not damaged. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. The failure reported by the costumer as ''unraveled/stretched'' was confirmed. The cause of the coil stretched and the damages found on the device could not be conclusively determined. Neither the DHR review nor analysis suggests that this issue could be related to the manufacturing process. Additionally, inspections are in place 4. The records indicated that the product meets specification prior to shipment; therefore, no corrective or preventive actions will be taken at this time. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
During a coil embolization procedure, the coil stretched from its implementation and without any special operation. The device (coil and delivery system) was immediately removed from the patient and another like device was used to perform the case. There was no adverse event reported with the event. Additional information indicated that the coil unraveled during placement (more precisely during the replacement). There was no resistance at any time during advancement of the coil through the (mc) prowler 14 microcatheter. No kinks were noted on the mc that may have contributed to the event, and the same mc was utilized to complete the procedure with eight other coils without any problems. During insertion, no additional force was utilized to advance or remove the coil/delivery system. During placement of the coil there was no resistance during withdrawal for repositioning in the aneurysm. One to one relationship between the coil & delivery tube was not verified with fluoroscopy prior to repositioning. During the repositioning process, the coil delivery system was not utilized like a guidewire, and the mc was well positioned in the aneurysm. After repositioning, there was no resistance when the coil was advance. The distal tip was re-shaped with the shaping mandrel, and steam with sterilized water. No damages were noticed on the microcatheter after it was reshaped. A balloon remodeling device was utilized. An adequate continuous flush was maintained through the mc at all times. Other than the reported event, no other damages were noticed with any other section of the device, and the coil remained attached to the delivery system after removal from the patient. The aneurysm had a larger neck 6.7mm, neck to sac ratio was 1mm, and conic shape. Medication given consisted of heparin IV, and aspirin IV. The aneurysm was obliterated and the patient was stable. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
The target site was the middle cerebral artery. Additional information will be submitted within 30 days of receipt.

Event description:
During a coil embolization procedure, the coil stretched from its implementation and without any special operation. The device (coil and delivery system) was immediately removed from the patient and another like device was used to perform the case. There was no adverse event reported with the event.